Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2011 and an mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 due to incontinence. The patient experienced pain, erosion, infection, urinary problems, bleeding, and vaginal scarring. It was reported that patient experienced severe pain and underwent cystoscopy excision of mesh exposure on (B)(6) 2012, had removal of mesh. (B)(4) in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.